Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2019; dtmb1d4 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was 'bouncing' around the right ventricular (rv) lead. It was also reported that the patient experienced ventricular tachycardia (vt) episodes. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.